Event description:
It was reported the hcp had difficulty filling or aspirating the reservoir. It was determined a pocket fill had occurred; the hcp estimated that 20 cc of dilaudid had been put in the pocket. The pt experienced apnea and los of consciousness. She was admitted to the intensive care unit, responded well to narcan and was reportedly doing better. The hcp wanted to restart the pump and called the MFR technical services to determine safe dosing. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.